Event description:
It was reported there was an error of 05-020 that appeared in the catalys system on one of the patients during his laser treatment. The system was disabled. The lens fragment was interrupted and cannot be resumed. The surgeon skipped to phacoemulsification on the patient after the catalys was disabled. The cataract was removed. The patient did not have any injury and was normal post-operation. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: implant date: not applicable as this is not an implantable device. Section d6b: explant date: not applicable as this is not an implantable device. Section e1: initial reporter last name: unknown/not provided. Section e1: email address: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.